Event description:
The physician was attempting to treat a lesion in the rca # 1 exhibiting 99% stenosis and slight vessel tortuosity. A sprinter legend balloon was selected for pre-dilation and was inspected and prepped with no issues noted. During pre-dilation it was reported that the physician noted slight resistance when inflating the balloon to nominal pressure. It was reported that the device failed to deflate. The physician attempted to rupture the balloon using wires but these attempts were unsuccessful. The hub of the device was cut and it was reported that no contrast was seen flowing. Finally the device was ruptured using a sharpened wire. The procedure was completed without issue. No further patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product analysis: the hypotube was cut distal to the strain relief and the device was returned without the luer and strain relief. Slight resistance was noted when loading a 0.015 inch mandrel through the guide wire entry port. The device was severely necked at the proximal balloon bond. Balloon folds were open indicating the device had previously been inflated. The distal tip was flared. The device could not be inflated. Upon removal from the water bath, the balloon could not be inflated most likely due to the severe necking at the balloon bond. Deflation tests could not be carried out as the device could not be inflated. Several scratches were observed on the proximal cone of the balloon.